Event description:
The report was received from the field indicated that, air leaks were observed in the hub during negative prep outside the pt. The product was not used in the pt. There are no reported pt injuries.